Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: four photo samples of four groshong nxt two-piece connectors were returned. The first three photo samples show four groshong nxt connectors. One connector is observed to have yellowish discoloration from the winged securement hub up to the white over-sleeve on the extension leg. The discoloration is likely due to use of the device. The proximal section of the connector is also observed to have the red hub detached from the extension leg which is present in the photos (this has been addressed in FDA report 3006260740-2020-00597). Three of the four connectors are detached from the distal portion of the two-piece connector assembly. One of the proximal connector sections was observed to have a broken locking arm (this has been addressed in FDA report 3006260740-2020-00598). Two compression sleeves are visible loose with the two-piece connectors. A fourth photo was also provided with showed three compression sleeves aligned. One of the three compression sleeves appears to be shorter in length; however, the component dimensions could not be determined from the photo provided. The samples shown in the photos show evidence of manipulation after use since the connectors were disassembled. The component specifications could not be measured from the photo samples. This report addresses the second of the two devices where the compression sleeve is loose. A lot history review (lhr) of redn0205 showed five other similar product complaint(s) from this lot number.

Event description:
It was reported that it was found during the catheter placement that the catheter connector was not connected with the catheter firmly. The catheter had a potential to detach from the connector. Several such cases had already occurred, leaving a great safety risk. The separately packaged connectors that were used by the hospital subsequently did not have the same issue. Photo samples were provided. Two of the four devices in the photo showed loose compression sleeves. This report addresses the second of the two devices.